Event description:
As reported by the user facility: during chemo administration the filter leaked. The nurse reports that all connections to the lines and bag were secure and the leak was visibly coming from the filter of the filtered extension set. She visually inspected, and could not see any noticeable breaks in the plastic or filter area so not entirely sure how this happened.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.